Manufacturer narrative:
A ge oec service representative investigated the issue and performed a camera and collimator calibration and restored proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had poor image quality when the collimators were utilized.